Manufacturer narrative:
The biomedical engineer stated that the monitor went black last night and won't come back on. They switched it out with a known working monitor and it came up right away. The customer was advised that they would have to order a new monitor as the defective monitor is out of warranty. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not being returned.

Event description:
The customer reported that the monitor on the central nurses station (cns) went black last night and won't come back on.